Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced overdose and underdose symptoms. Underdose on (B)(6) when the pump was empty and overdose on (B)(6) after the refill. A volume discrepancy had occurred. The expected reservoir volume (erv) was 21.4 ml and the actual was 0 ml at the (B)(6) refill. The cause was not specified as it was unknown what caused this issue and it was not resolved. Medical intervention included a new pump refill on (B)(6) and pump reprogramming. Diagnostic testing or troubleshooting was not performed. This device system delivered morphine, prialt, and naropeine. The patient¿s status at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the pump was still implanted and the last refill did not show a volume discrepancy. The patient has overdose signs with morphine ¿(or ziconotide).¿ additional information was still pending from the physician.

Event description:
Additional information received reported the patient was in palliative care. The next refills showed no volume discrepancy, and the patient was receiving the therapy (morphine, ziconotide) but there was a cancer development.